Event description:
Aleton e, decavel p, michel f, bevalot j, godard j, parratte b. Intrathecal baclofen for spasticity management: a comparative analysis of complications in a series of 88 pumps for adults and children. Annals of physical and rehabilitation medicine. 2012;55(suppl 1):e336+e339. Summary: the objective was to examine differences in complication rates between children and adults treated by intrathecal baclofen. Material and method.- retrospective chart review of 73 patients (adults and children; 88 pumps) with a diagnosis of severe spasticity requiring intrathecal baclofen therapy. Complication rates by category were as follows: related to human error: 8%, related to baclofen: 11%, related to surgery: 19% and related to the implantable device: 27%. Complications were more frequent in adults than in children, except for complications related to surgery. The complication rate related to the implantable device was higher in ambulatory patients. The complication rates related to surgery and the implantable device decreased during the course of the study. Conclusions - the overall complication rate observed in our series is comparable to that reported in the literature and, in contrast with the literature, was not higher in children than in adults. Only complications related to the surgical procedure were slightly more common in children. Baclofen pump implantation in children is therefore a safe procedure. Reported events: retrospective chart review of 73 patients (adults and children; 88 pumps) with a diagnosis of severe spasticity requiring intrathecal baclofen therapy. Complication rates by category were as follows: related to human error: 8%, related to baclofen: 11%, related to surgery:19% and related to the implantable device: 27%. Complications were more frequent in adults than in children, except for complications related to surgery. The complication rate related to the implantable device was higher in ambulatory patients. The complication rates related to surgery and the implantable device decreased during the course of the study. The nature of the complications was not specified. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: catheter: model: unk, serial/lot#: unk, implanted: unk, explanted: unk. It was not possible to match these events with any previously reported events. (B)(4).